Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended customer perform a system power cycle and the camera function was restored. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus kept flipping on its own during installation. The customer attempted to separate the endoscopes, but this did not resolve the issue. The technical support engineer (tse) instructed the customer to reset the memory of the camera by rotating the camera head, but this also did not result in any change. The procedure was completing as planned with no reported injury.